Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling in a laparoscopic bariatric procedure, the reload did not set for firing. It was assembled and disassembled several times and did not work. It was replaced by another product and the surgery proceeded normally. There was no patient injury.